Event description:
On (B)(6) 2009, I was taken to emergency room for increased abdominal pain. After testing and diagnosis of s/s, I was taken for emergency surgery for a bowel obstruction. Adhesions had caused small bowel to become strangulated. It is thought that bands from implant device caused the problem. I spent four days in hospital recovering. I followed up in approx. Two weeks to have staples removed. Upon completion of removal, surgical site was not completely healed and closed. There were 3 1cm open areas that ran along incision site that did not heal. I had also had a golfball size lump that had appeared under left armpit just days after my surgery. I was instructed to come back for another follow-up appointment one week later. When I arrived back doctor cleaned incision area and then obtained wound culture for testing. Prescribed antibiotics and sent home to return back at clinic in one week. When I returned for third appointment, I was informed that I had (B)(6) of the wounds in stomach. I was given another antibiotic that was stronger. I was given another appointment but, did not return to the appointment. I started trying to clean the wound and bandaging it at home. I had drainage from wound beds but, at that time, I was not packing the wounds due to not knowing what to do.